Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the implantable cardioverter defibrillator (ICD) had delivered four shocks for ventricular fibrillation. The first three were ineffective and the last reduced the ventricular fibrillation. Programming changes were performed. The patient was in stable condition.

Manufacturer narrative:
This MDR report product is for an ous event identified as same/similar during a retrospective review as a result of abbott¿s investigation.